Event description:
It was reported to philips that the device intermittently experienced therapy pca failure during operational testing. There was no reported patient or user involvement and no adverse patient/user impact.